Event description:
It was reported the device was used during a lung biopsy procedure. It was reported the surgeon fired the tsb35 twice without difficulty. The surgeon then attempted to fire the device a third time, but then it locked out. The device was removed and another tsb35 was opened and fired once without difficulty to complete the procedure. There was no consequences to the pt.